Event description:
Equipment malfunction with argon beam coagulator. The tip of the coagulator didn't seem to be cauterizing the way it should, it even looked a little different from the new one that was opened. Physician would have to put it really close to the tissue he wanted to coagulate to make it work.additonal information obtained from the site:the tip seemed to be pushed back and not protruding like the second package that was opened to complete the procedure. There was a small delay to open a new handpiece and complete the procedure. The esu power setting was 120.====================== manufacturer response for handcontrol malleable handpiece, abc bend-a-beam handpiece======================manufacturer provided (B)(4) for product return evaluation.

Event description:
Equipment malfunction with argon beam coagulator. The tip of the coagulator didn't seem to be cauterizing the way it should, it even looked a little different from the new one that was opened. Physician would have to put it really close to the tissue he wanted to coagulate to make it work.additonal information obtained from the site:the tip seemed to be pushed back and not protruding like the second package that was opened to complete the procedure. There was a small delay to open a new handpiece and complete the procedure. The esu power setting was 120.====================== manufacturer response for handcontrol malleable handpiece, abc bend-a-beam handpiece======================manufacturer provided rga for product return evaluaion.